Manufacturer narrative:
MDR-3009897021-2020-00199 sent on 10-jun-2020 reported the following: h7: h9: correction: h7: recall. H9: 3009897021-5-15-20-001-c.

Manufacturer narrative:
Based on the information obtained regarding the device, kci found evidence that the device had a collapsed dome. There is no injury associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if it were to recur.

Event description:
On (B)(6) 2020, kci technical services identified a collapsed power button. On 15-may-2020, kci quality engineering performed an evaluation of the device. Inspection of the device found the power button collapsed.